Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an x-ray and had the stimulator shut off, but following the x-ray he could not get the stimulator on. The patient guessed this occurred about 2 months ago and confirmed seeing an end of service (eos) message in (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient regarding the letter they were sent in the mail but wanted to provide the answers over the phone. The patient stated that they never saw the eos message. They stated that for about the past 7 months their recharging seemed to be regular, but other times it would take 1-2 hours to charge. They added that over the last 2 years the ins would ¿sting¿ them in different positions (especially lying down), and the skin over the ins would itch. The patient stated that they went to their implanting physician, but since then they have had to go to their heart and primary physician, so they are currently doing without the ins. No further complications were reported or anticipated.